Event description:
It was reported that during surgery, the device was not in working condition. The handle was not able to perform the up/down motion. Patient impact is unknown. An alternate device was available for immediate use. Due diligence is complete. No additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. D10: concomitant medical products: 00770102200, ratchet handle, lot#: unk, serial#: unk; 00770100300, autoclave case, lot#: unk, serial#: unk; 00770301500, z.s.g.m. Cutter 1.5:1 ratio, lot#: unk, serial#: unk. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.